Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "blood and fluids" leaked from the bd nexiva closed IV catheter system during flushing.

Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated on the build of this lot number. No physical samples were received for testing and evaluation; two photos was provided for evaluation of this incident. Visual/microscopic evaluation: based on the evaluation of the submitted photo the defect leakage was confirmed. The photo displayed the winged adapter was separated from the extension set which would leave an open pathway for leakage. Although the unit was not returned for evaluation; given the trend identified by the qda for this defect, it is likely that the failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect ss created at the new zone 8 adhesive dispense station. When the adhesive dispenses tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures.

Event description:
It was reported that "blood and fluids" leaked from the bd nexiva¿ closed IV catheter system during flushing.